Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name and address: (B)(6). Getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) filter is broken. Fse brought the filter to be replaced and performed maintenance. Fse replaced muffler 1/8 npt (0103-00-0631). Tested overall operation the machine can work normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) filter is broken. There was no patient involvement reported.